Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.

Event description:
It was reported that on (B)(6) 2014 an end-user was riding his wheelchair backwards up a ramp into a van when the backrest brackets snapped. The end-user's wife stated that this caused her husband to fall backward into the van resulting in his catheter being pulled out injuring his urethra. The end-user was taken to the hosp where he was treated for his injury.